Manufacturer narrative:
This product is not marketed in the us. (B)(4). One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2,-10.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was removed due to excessive vault. It was reported that the patient was unwilling to replace the lens after the lens was explanted for personal reasons. After explanting the lens the problem resolved, the patient bcva and uvca remained at the same level as before surgery and iop was normal.

Manufacturer narrative:
Additional information h3-device evaluation: lens returned dry in a lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).